Event description:
The customer reported that she was hospitalized with a high blood glucose of 209 mg/dl. The customer stated that the insulin pump was stuck in the rewind screen, and she needed help getting it out of that screen to give herself insulin. Assisted the customer. Troubleshooting was performed, and the time and date were not programmed correctly. Assisted with the correct programming. All other settings were correct. The customer was in the hospital at the time of the call, and only needed assistance getting the insulin pump out of the rewind mode. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.